Event description:
It was reported that this right atrial lead exhibited loss of capture and high pacing thresholds. Reprograming of the device was discussed. This lead remains in service. No further adverse patient effects were reported.